Event description:
It was reported to baxter (B)(4) that the reservoir of a single day infusor device had ruptured during patient use. According to the customer, the device was used to deliver desferioxamine to an unidentified patient. During the infusion, the reservoir ruptured. There was no report of patient injury or medical intervention. No additional information is available.

Event description:
It was reported to baxter (B)(4) that two intermate lv250 devices were leaking during set-up. This is report number 1 of 2. There was no report of patient injury or medical intervention. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device was received by baxter for evaluation. A visual evaluation was performed and confirmed the reported condition of a reservoir rupture. This device is a single use device and was discarded. The root cause is currently being investigated under CAPA # (B)(4).

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation; however, the evaluation has not yet been completed. A follow up report will be submitted upon completion of the evaluation or should additional information become available.